Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could confirm the reported event of low transmitter battery. A probable cause is low transmitter battery voltage. This complaint is reportable based on the finding of transmitter failure. No product was provided for evaluation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that the display device showed a low transmitter battery error on (B)(6)/2018. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test passed. A review of the downloaded share log confirmed the reported event of a low transmitter battery. This complaint was upgraded to reportable status based on discovery of a transmitter failure via data log review. The probable cause was determined to be a low transmitter battery. No additional patient or event information is available.